Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing elevated blood glucose (bg) levels up to 477 (mg/dl). While hospitalized, the customer was treated with intravenous insulin. The customer was hospitalized for two days. Multiple attempts were made to gather more information; however, no additional information was provided on the reported event.